Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure the stent dislodged inside the patient. The lesion being treated was a chronic occlusion of the right coronary artery. During the procedure, the physician attempted to pull the stent delivery system back into the guide catheter and the 2.5x32mm taxus liberte stent dislodged. The stent migrated into the patient's arm and an attempt was made to "lasso" the stent. However, the retrieval attempt was not successful and the stent was secured in the arm vessel. The procedure was ended with no reported patient complications and the patient in stable condition.